Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. Presumable cause: during device handling by the user, abnormality occurred in electronic parts by water invasion of the scope connector. Subsequently, the suggested event occurred. A device history review revealed the device was refurbished by sbc. According to the device inspection record after refurbishing, there was no problem with the quality of the device. No nonconformity of the subject device occurred at refurbishing. This issue is addressed in the instructions for use (IFU): -inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. In addition, the following non-reportable malfunctions were found during the device evaluation: distal end plastic cover - burnt/melted, and has chip and scratches, bending section cover glue - chip, lifting, the image was distorted, bending section failed electrical test. After drying, charged coupled device (ccd) shrink tube split, insertion tube - punctured and had scratches, scope connector had fluid wet, and the customer label at the scope connection and grip. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had compromised image (blur / abnormal color tone / partial loss of image / etc.) When connecting the scope to multiple video processors, the error "scope communication err (b30)" was displayed during preparation for use for a bronchoscopy procedure. The customer replaced the scope and completed the bronchoscopy. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device was returned for evaluation where the reportable event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover had melted or burned around the instrument channel outlet at the distal end. There were no reports of patient harm.